Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was getting a radio frequency pic failed self test alarm on the insulin pump. Caller stated that the pump did not need to be rewound. Caller was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. Caller stated that a temp basal was not programmed before the alarm occurred. Caller stated that the alarm occurred multiple times on multiple days. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during self-test and alarmed lost sensor due to faulty electrical component on the radio frequency board. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.